Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a hospitalization due to low blood glucose. Customer stated that he passed out driving home. The paramedics started an IV and took him to the hospital. Customer stated that he was using manual injections and overtreated for lunch. He was not involved in an accident. Nothing further reported.

Manufacturer narrative:
The insulin pump received with button error alarm due to corroded keypad traces. No moisture damage on electronics.